Event description:
Clinical study same case as # 6000089-2005-00660. 50 days after a drug eluting stenting treatment procedure the patient had a reintervention for a stent thrombosis. Target lesion 1 being treated was a 2.5mm, 80% stenosed region of the mid right coronary artery (mid rca). The physician treated the lesion without pre dilation and by successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent without complication in the target vessel. The next day the patient was discharged on plavix and aspirin. 50 days later the patient experienced a stent thrombosis and underwent a reintervention of the mid rca. The reintervention was done with cutting balloon angioplasty. In the opinion of the physician the the restenosis of the taxus stent was focal stenosis and the relationship to the taxus stent is "unknown".

Event description:
It was further reported that target lesion 1 (28 mm long) was identified in the mid rca (cass site 2) with 80% stenosis and a 2.5mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.5x24mm taxus stent. It was then decided to treat the area more proximal to this stent. A 2.5 x 16mm taxus stent was placed in overlapping fashion to the first stent, reducing stenosis to 0%. Pt also underwent cutting balloon angioplasty, balloon angioplasty and kissing balloon angioplasty of the left cx marginal branch, left cx artery bifurcation. The pt was discharged the next day on asa and plavix therapy. Fifty days post index procedure, pt was admitted to the hosp for repeat catheterization and intervention to the left subclavian artery. Cardiac catheterization which revealed patent stents in the left cx, 80-90% stenosis in the left subclavian artery and focal re-stenosis in the terminal aspect of the more distal study stent in the mid rca. Pt underwent cutting balloon angioplasty to the more distal study stent in the mid rca with no residual narrowing noted. Pt also underwent angioplasty and bare metal stenting of the proximal left subclavian artery with minimal residual narrowing. Pt was discharged after the procedure on h ER pre-admission medications. In the opinion of the dr the relationship of the target vessel reintervention to the taxus stent is probable.